Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets smiles total knee replacement (k120992).

Manufacturer narrative:
A rebush procedure was successfully performed with no reported complications. As the circlip, or any pre-operative x-ray was not provided to stanmore, which would serve to confirm the complaint, a determination as to the cause of the reported event cannot be definitively determined. Typically, a disengaged circlip is the result of an improper insertion at the time of surgery. This complaint is being closed, and is being tracked and trended. (B)(4).

Event description:
(B)(4). It was reported by the surgeon that the patient underwent a total knee replacement procedure on (B)(6) 2014 and subsequently was revised on (B)(6) 2014 due to instability of the knee due to a loose axle cap.

Event description:
It was reported by the surgeon that the patient underwent a total knee replacement procedure on (B)(6) 2014 and subsequently was revised on (B)(6) 2014 due to instability of the knee due to a loose axle cap.